Manufacturer narrative:
(B)(4). As per customer ventilator is back in service.

Event description:
It was reported that the ventilator port entered a ventilator inoperable condition. The ventilator was not in patient use at the time of the event.